Manufacturer narrative:
MFR site eval: samples rec: 80 unopened pouches. Analysis and results: there are no previous complaints of this code batch. There are (B)(6) units in OEM stock. Tightness test to the samples rec'd has been performed and the units are tight. Tested the needle attachment of the samples rec'd and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this prod has a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread detached from needle very easily. The reinforcement of the needle is too loose. This problem affected the surgery.